Event description:
Information received by medtronic indicated that the insulin pump had crack in battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). The customer reported a crack on the side of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the side of the battery compartment, cracked middle (enter) keypad button, scratched keypad overlay, keypad overlay texture damage, scratched case. After battery installation, a flashing white display was noted. Unable to perform the displacement tests due to the flashing white display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery board, keypad flex cable terminal; pcba1--j7, j6, j5, j1, u1, u2, components at the top of the back side of the board; pcba2--j1, lcd flex cable terminal; rust on the bottom of the motor and inside the motor end cap. In summary, the customer¿s report of a crack on the side of the battery compartment was confirmed. The flashing white display is due to the corrosion seen on both boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.